Event description:
It was reported that the customer was hospitalized on (B)(6) 2014, for her high blood glucose level of 445 mg/dl. The insulin pump did not alarm her of her high blood glucose level and woke up vomiting. She was wearing her insulin pump at the time of hospitalization. The customer also had battery issues. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.